Manufacturer narrative:
Related components of device system: model number/ catalog number: 72404252-10; serial number: n/a; batch/ lot number: 1000285091; model/ catalog description: lgx preconnect ms 18cm ps 10cm tl iz.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the reservoir herniated out of position. A surgical procedure was performed in which the reservoir was removed and replaced with a new 100 ml reservoir. There were no further patient complications. No more information is available at the moment. If relevant information becomes available, it will be provided.